Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) had a display that was flickering. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
It was reported that before use it was observed that the cs300 intra-aortic balloon pump (iabp) had a display that was flickering. There was no patient involvement, and no adverse event reported. A getinge field service engineer evaluated the device, from the detailed examination, it was found that the iabp can still be used normally. The monitor screen works. The cause may be caused by moving the machine while the iabp wheels are still damaged. The damaged equipment must be replaced(d401-00-0062,d401-00-0061) before the machine can be used normally. The machine has been returned to the customer to use normally.